Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. (1) unpackaged ar-6480 dualwave arthroscopy fluid management system was returned for investigation. The returned device was visually inspected, and it was noted that there were regular signs of wear and tear. The warranty seal was not damaged. The returned device was assembled with new ar-6410 arthroscopy pump tubing and tested under normal use conditions to reproduce the reported issue(s). The pump was powered on, and no error messages or audible alarms were triggered; however, after a few seconds of running, the pump stopped working unexpectedly without apparent reason. After a couple of attempts, it was concluded that the machine was most likely damaged by the end user due to a misuse. It was noted during the test that the pump motor/rotating parts made a loud noise when running. The most likely cause(s) of the reported failure can be attributed to damage caused by the end user due to a misuse. The device¿s manufacturing date is 10/17/2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 7/31/2023, it was reported by a sales representative via sems that (qty. 2) of an ar-6480 dw arthroscopy pump stopped working mid-case and was turned back on. This was discovered during an unspecified procedure, with no patient harm.